Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. It was noted that the physician was not using transesophageal echo (tee) guidance, but just fluoroscopy. The transseptal puncture was done using intracardiac echo (ice). There was a big baseline effusion and a membrane structure as well within the laa. The device was deployed one time and the effusion quickly grew. The device was not implanted in the laa. The patient was transferred to open heart surgery and was noted to be stable post-operatively.

Manufacturer narrative:
Date of event: aware date used as event date is unknown. Implant date: aware date used as event date is unknown.